Event description:
It was reported that when in contact with water, consistent monitoring is not possible. The device is reportedly giving false aystole alarms and cannot be used until the leads and the device is completely dried. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.